Event description:
Related manufacturer reference number: 3006705815-2021-04481. It was reported that the patient was unable to set the ipg into MRI mode. Diagnostics confirmed that high impedances were present on the lead. As a result, surgical intervention occurred on (B)(6) 2021 and a lead was explanted and replaced. The patient has effective therapy post operatively. It is unknown which lead was replaced, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.